Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The rotor movement was blacked by the gears and the dingus not aligned. The representative aligned the gears and dingus which resolved the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after pressing the door open button, the door opened laterally 2 cm. User then pressed the door closing button, and door looks mechanical closed, but the pendant didn't show door closed. The emergency door override button also did not have function. There was no clinical impact.

Manufacturer narrative:
Correction: manufacturer updated to proper value.